Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a segment of coiled wire fragmented upon removal from the tube') in an adult female patient who had essure (batch no. 625682-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, pelvic pain, chronic cervicitis, leiomyoma nos and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("vaginal bleeding"), multiple sclerosis ("autoimmune diagnosed: multiple sclerosis"), paraesthesia ("rashes or skin conditions type: disturbance of skin sensation") and chest pain ("chest pain"). The patient was treated with surgery (robotic hysterectomy,bilateral salpingectomy,left oophorectomy and removal of essure). Essure was removed. At the time of the report, the device breakage, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, multiple sclerosis, paraesthesia and chest pain outcome was unknown. The reporter considered chest pain, device breakage, dysmenorrhoea, heavy menstrual bleeding, multiple sclerosis, paraesthesia and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for autoimmune diagnosed: multiple sclerosis. Discrepancy in essure insertion date - (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test-unspecified result- bilateral occlusion; in (B)(6) 2008: essure confirmation test-unspecified result- not provided. Pathology test - on (B)(6) 2021: specimen source: uterus, bilateral fallopian tubes with essure, left ovary and cervix chronic cervicitis. Secretory endometrium. Leiomyomata of myometrium, multiple intramural, subserosal and submucosal with two showing hyalinization and one of which also showing calcification. Adenomyoma of myometrium endometriosis of uterine serosa. Paratubal cyst, left oviduct. Negative right oviduct. Essure devices noted in place within both oviducts.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc (product technical complaint) we received a not valid lot number.based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a segment of coiled wire fragmented upon removal from the tube') in an adult female patient who had essure (batch no. 625682-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, pelvic pain, chronic cervicitis, leiomyoma nos and endometriosis. On 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("vaginal bleeding"), multiple sclerosis ("autoimmune diagnosed: multiple sclerosis"), paraesthesia ("rashes or skin conditions type: disturbance of skin sensation") and chest pain ("chest pain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, left oophorectomy and removal of essure). Essure was removed. At the time of the report, the device breakage, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, multiple sclerosis, paraesthesia and chest pain outcome was unknown. The reporter considered chest pain, device breakage, dysmenorrhoea, heavy menstrual bleeding, multiple sclerosis, paraesthesia and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for autoimmune diagnosed: multiple sclerosis. Discrepancy in essure insertion date - (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test-unspecified. Result- bilateral occlusion; in (B)(6) 2008: essure confirmation test-unspecified result- not provided. Pathology test - on (B)(6) 2021: specimen source: uterus, bilateral fallopian tubes with essure, left ovary and cervix chronic cervicitis. Secretory endometrium. Leiomyomata of myometrium, multiple intramural, subserosal and submucosal with two showing hyalinization and one of which also showing calcification. Adenomyoma of myometrium endometriosis of uterine serosa. Paratubal cyst, left oviduct. Negative right oviduct. Essure devices noted in place within both oviducts. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Reporter information, medical history, device removal details added. Event: a segment of coiled wire fragmented upon removal from the tube added. Action taken with drug updated. Case upgraded to serious incident. We received a not valid lot number. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.